Event description:
The patient is a (B)(6) female who was undergoing hip surgery on (B)(6) 2015. During the procedure a material defect with an arthropierce xl instrument caught and tore cartilage within the left hip. The instrument was a removed and after examination, the defect in the material was seen at the tip of the device. This was a new arthropierce xl instrument.